Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.2 cm in diameter thoracic aortic aneurysm approximately two months ago. The vessel morphology was reported as the thoracic neck diameter at the top of the arch to proximal aneurysm is 32 mm in diameter. The stent graft was successfully implanted in the patient. One month later, the patient underwent an angiogram to evaluate the stent graft, the CT showed a possible distal type I endoleak. The physician re-modeled the stent graft with a reliant balloon and the endoleak resolved. Twelve days later, the patient presented to the emergency room with dizziness and nausea. The patient was found to have severe anemia passing blood in stool and blood in emesis. The patient had a blood transfusion. It was reported that two months post index procedure that the patient had a massive variceal bleed in esophagus and expired. This was complicated by ischemia bowel and sepsis secondary to ischemic bowel. No autopsy was performed and no additional information was provided. The investigator assessment of the gi bleed states that the event is not related to the study device or study procedure.

Manufacturer narrative:
(B)(4). Results and conclusion: (death, endoleak, gastrointestinal complications. (Lack of information, cause is unknown).